Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, after breakfast the user observed a blood glucose value of 267 mg/dl and expressed concern that the ilet was not delivering insulin, despite 130 units displayed as available and no device alerts. The hyperglycemia persisted for approximately 45 minutes, after which corrective algorithm action was advised and monitoring was continued. No symptoms were reported. There was no outside assistance and no medical intervention required. An investigation was conducted, which included customer care troubleshooting and education, review of device status and alerts, and assessment of insulin availability and recent supply changes. The investigation revealed no device alerts or malfunctions, with device components functioning as intended. The cause of the transient hyperglycemia remained unclear and was considered likely related to postprandial glucose dynamics. Based on previously established findings for similar reports, it was concluded that the cause of the event was inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.